Manufacturer narrative:
A competitor indeflator inflated the 3 x 40 mm 155 cm saber rx percutaneous transluminal angioplast (pta) balloon catheter, however the balloon ruptured at four (4) atmospheres (atm) during its initial inflation and leakage of contrast media was confirmed. The intravascular ultrasound (ivus) checked the lesion and a smart stent was implanted. The procedure was completed successfully. There were no reported patient injury. The lesion was the superficial femoral artery (sfa). A non-cordis guiding catheter was inserted from the common femoral artery to make a cross-over approach and was delivered to the lesion. A saber pta, which had been stored in a hygiene-managed storage, was taken out from its tray and inspected. There were no anomalies confirmed. A non- cordis guidewire crossed the lesion and an ivus checked the lesion had diffuse calcification. The physician decided to insert the saber pta and there was no issued confirmed with balloon set-up. There was slight resistance felt when it crossed the lesion. Additional procedural details were requested but are unknown. The device was not returned for analysis. A device history record (DHR) review of lot 17421085 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (diffuse calcification) and procedural/handling factors (slight resistance felt crossing the lesion) may have contributed to the reported event since calcified/resistant lesions can cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the result of in vitro testing. At least 99.9% of the balloons (with a 95% confidence level) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, a non-cordis indeflator inflated the saber balloon, however the balloon ruptured at 4 atmospheres (atm) during its initial inflation and leakage of contrast media was confirmed. There were no reported patient injuries. The ivus checked the lesion and a smart stent was implanted. The procedure was completed successfully. The lesion was the superficial femoral artery. A non-cordis guiding catheter was inserted from the common femoral artery to make a cross-over approach and was delivered to the lesion. A saber pta, which had been stored in a hygiene-managed storage, was taken out from its tray and inspected. There were no anomalies confirmed. A non- cordis guidewire crossed the lesion and an ivus checked the lesion had diffuse calcification. The physician decided to insert the saber pta and there was no issued confirmed with balloon set-up. There was slight resistance felt when it crossed the lesion. Additional procedural details were requested but are unknown.

Manufacturer narrative:
Addendum for additional information received:the device was stored, handled and prepped per the instructions for use (IFU). The device was prepped normally by maintaining negative pressure. There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. The device did not kink or bend at any time prior to the resistance/friction. There were no kinks/bends noted after the resistance/friction was experienced. There was no difficulty tracking through the vasculature. The same indeflator was used successfully with other devices. There were no kinks or other damages noted prior to inserting the product into the patient. The balloon catheter was removed easily and intact from the patient. Complaint conclusion updated due to receipt of additional information: as reported, a non-cordis indeflator inflated the 3x40mm 155cm saber rx percutaneous transluminal angioplasty (pta) balloon catheter; however, the balloon ruptured at four (4) atmospheres (atm) during its initial inflation and leakage of contrast media was confirmed. The intravascular ultrasound (ivus) checked the lesion, and a smart stent was implanted. The procedure was completed successfully. There were no reported patient injuries. The lesion was the superficial femoral artery (sfa). A non-cordis guiding catheter was inserted from the common femoral artery to make a cross-over approach and was delivered to the lesion. A saber pta catheter, which had been stored in a hygiene-managed storage, was taken out from its tray and inspected. There were no anomalies confirmed. A non- cordis guidewire crossed the lesion and an ivus checked the lesion had diffuse calcification. The physician decided to insert the saber pta and there was no issues confirmed with balloon set-up. There was slight resistance felt when it crossed the lesion. The device was stored, handled and prepped per the instructions for use (IFU). The device was prepped normally by maintaining negative pressure. There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. The device did not kink or bend at any time prior to the resistance/friction. There were no kinks/bends noted after the resistance/friction was experienced. There was no difficulty tracking through the vasculature. The same indeflator was used successfully with other devices. There were no kinks or other damages noted prior to inserting the product into the patient. The balloon catheter was removed easily and intact from the patient. The device was not returned for analysis. A device history record (DHR) review of lot 17421085 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (diffuse calcification) and procedural/handling factors (slight resistance felt crossing the lesion) may have contributed to the reported event since calcified/resistant lesions can cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the result of in vitro testing. At least 99.9% of the balloons (with a 95% confidence level) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.